Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump¿s alarm history verified an occlusion alarm on (B)(6)2017. According to the pump history, the alarm cleared and the pump was in use until (B)(6)2017. No other alarms were recorded around the time frame of the original reported complaint of call service unknown code on (B)(6)2017. During testing, the pump successfully completed the rewind, load, and primes steps without any call service alarms, warnings or issues. The pump successfully completed the basal duration testing without any issue or call service alarms. The original complaint of a call service alarm issue was not noted in the pump history or able to be duplicated during investigation. Unrelated to the original complaint, investigation revealed a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; unknown call service alarm code. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.